Manufacturer narrative:
Additional information: section a2 (age at the time of event, date of birth) section a4 (patient weight) section b3 (event date) section b4 (event description) section b7 (relevant medical history) section d1 (brand name) section d4 (model, catalog, lot number, UDI number) section d6 (implanted date: conflicting information received- 07-may-2007 or 10-may-2007) section g4 (date received by the manufacturer) section h4 (manufacturing date) section h6 (evaluation codes: additional patient codes for stenosis and coagulopathy) complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The patient is reported to have had a history that included morbid obesity, hypertension, cardiomegaly, ankle swelling, osteoarthritis, irritable bowel syndrome, hiatal hernia, asthma, degenerative joint disease, chronic back pain and fatigue, barret¿s esophagus, osler-weber-rendu syndrome, sleep apnea and gastroesophageal reflux disease. The patient¿s surgical history included a tonsillectomy, ventral hernia repair, hemorrhoidectomy, bilateral knee arthroscopies and right shoulder arthroscopy. The patient had also recently undergone gastric bypass surgery with cholecystectomy. The indication for the filter placement was reported to be an acute right lower extremity deep vein thrombosis (dvt). The filter was implanted via the right jugular vein and placed in an infrarenal position. Approximately ten months after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed that the filter had tilted, multiple medial struts had fractured (retained within the inferior vena cava) and all filter struts had perforated the inferior vena cava (ivc). In addition, thrombus was seen along the lateral aspect of the filter causing 80% luminal narrowing. The patient is reported to have become aware of these issues more than eleven years after the filter implantation. At that time, the patient further reported having experienced blood clots, clotting and/or occlusion of the ivc, mental anguish, back and leg pain, blood clots, leg ulcers and worry associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fracture and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis, embolism, blood clots, clotting, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain and leg ulcer experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapeasevena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, perforation of all filter struts, caval thrombosis, thombosis/embolism, fracture of multiple filter struts. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per implant records: the indications for ivc filter placement were acute extensive right lower extremity deep vein thrombosis (dvt). The patient¿s medical history was significant for morbid obesity, hypertension, cardiomegaly, ankle swelling, osteoarthritis, irritable bowel syndrome, hiatal hernia, asthma, degenerative joint disease, chronic back pain, chronic fatigue, barret¿s esophagus, osler -weber -rendu syndrome ,sleep apnea, and gastric esophageal reflux disease. Prior surgeries are noted to be ventral hernia repair, hemorrhoidectomy, bilateral knee arthroscopy x 2 and right shoulder arthroscopy. The patient underwent gastric bypass surgery with cholecystectomy seventeen days prior to the filter placement. The filter was placed via the right internal jugular vein and deployed distal to the origin of the renal veins. The following additional information was received per medical records: the patient underwent a CT scan approximately 10 years post ivc filter implantation. The scan was reviewed approximately 10 months later and indicated the filter is tilted, all the struts of the filter perforate the ivc up to 3mm, thrombus is seen along the lateral aspect of the ivc filter causing 80% luminal narrowing, and there are multiple medial struts that are fractured. The following additional information was received per patient profile form (ppf): the patient became aware of the reported events approximately 11 years and 10 months post implantation. The patient reports fracture, perforation of filter strut(s) outside the ivc, tilt, blood clots, clotting, and/or occlusion of the ivc. The reported fractured struts are said to remain within the ivc. The patient also reports suffering from anguish, back and leg pain, blood clots and leg ulcers which give constant worry.

Manufacturer narrative:
The catalog number is unknown, if received it will be provided. Complaint conclusion: as reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was not reported. At some point after the filter implantation, the patient became aware that the filter had tilted, that multiple filter struts had fractured, and all filter struts were associated with perforation. In addition, the filter was associated with caval thrombosis/embolism. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, fractured and perforation events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. The timing and mechanism of the fracture has not been reported at this time. The instructions for use (IFU) states that filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. It is unknown if the tilt contributed to the reported perforation. A review of the IFU notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Embolism, blood clots and thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include the patient¿s pre-existing comorbidities, pharmacological and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapeasevena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: tilt, perforation of all filter struts, caval thrombosis, thombosis/embolism, fracture of multiple filter struts. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.